Event description:
Generator product analysis (pa) was completed in association with MFR report no. 1644487-2021-00782. When reviewing the product analysis, the 25% change in impedance history was reviewed and high impedance was found while the generator was implanted in the patient. Apart from the high impedance in the data dump, there were no anomalies found in pa. No known relevant surgical intervention has occurred with the suspect product to date. No additional relevant information has been received to date.